Event description:
Complaint alleged that during biomed testing, the device displayed a "check pads" message when pads were attached to the device. Complainant indicated that there was no patient involvement in the reported malfunction.